Manufacturer narrative:
Tracking #.44102. Sent 12/04/1998.

Event description:
It was reported the tsw35 was used during an lavh. It was reported on the 3rd or 4th firing of the device there were no staples on the pt's side of the staple line. The device did cut. The surgeon used bipolar to control a small amount of bleeding along the staple line. There was no consequence to the pt.